Event description:
Customer reported a defective battery on this colleague infusion pump that occurred during biomed testing. This pump was serviced on-site and the batteries were replaced. No record of any pt incident involving the pump since the last baxter service event. No add'l info is available.

Manufacturer narrative:
The pump was serviced at the customer's location. The customer's reported condition of depleted battery was confirmed. Batteries were replaced on-site. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being addressed.